Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, during a percutaneous intervention, an obtuse marginal coronary artery perforation occurred. As treatment, a 2.8x16mm graftmaster stent delivery system (sds) was attempted, however, failed to cross the lesion due to anatomy. The device was removed without issue. Once outside the anatomy, the stent edge and distal stent body were partially flared. There were no adverse patient effects and there was no clinically significant delay. A non-abbott device was used in replacement. No additional information was provided regarding this issue.